Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemi colon and a part of the liver, the component of the device broke off and was found on the table. They used a lot of reloads with the handle, one of the reloads was not able to fire. The screen displayed a yellow circle aligned with the reload symbol. They used a new reload to complete the case. There was no patient injury.

Event description:
According to the reporter, during a right hemi colon and a part of the liver, the component of the first reload broke off and was found on the table. They used two other different types of reloads with the handle, one of the reloads was not able to fire. The screen displayed a yellow circle aligned with the reload symbol. They used a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned photos noted an unknown metal component, one egia60amt reload, one egia45amt reload, and five sig30avm reloads. No visual abnormalities were observed with any reloads. The metal component could not be identified by pmv or ast engineering.. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.